Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 4.5; date: (B)(6) 2010, inratio: 1.7. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.